Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 1.1.6. Smartphone operating system: 18.1. Smartphone hardware: iphone12.3. Cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported feeling pain at the insertion site while wearing the pod for longer than 48 hours. Patient noticed the needle did not retract and was still visible inside the cannula, indicating the needle mechanism did not function as intended.

Manufacturer narrative:
The pod arrived partially deployed with the slide insert visible through the top housing window and the formed needle extended past the bottom housing window upon inspection of the needle mechanism there was an observed damages on the slide retract in which the formed needle was unseated and unable to retract. The incorrectly installed hard cannula can be confirmed as the root cause of the reported event. The exposed portion of the soft cannula was observed to be damaged. The soft cannula was measured to be within specifications. The timing and cause of the observed soft cannula damage could not be determined. Multiple timeouts were observed in conjunction with an 0x68 alarm indicating occlusion during runtime (one or more pulses filtered in the last 15). The cause of the observed alarm could not be determined.